Event description:
It was reported the catheter broke in the patient and as a result had to be surgically removed. It was reported the catheter was in place for approximately 8 months. There were no reported patient complications as a result of this occurrence.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.